Event description:
A hospital in (B)(6) reported that an mr850 humidifier was alarming when an rt102 adult inspiratory-heated breathing circuit was used. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt102 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt102 adult heated breathing circuit was returned to fisher & paykel healthcare (B)(4) and the heater wire was tested for continuity. Results: the heater wire on the returned breathing circuit did not pass the continuity test and was found to be open circuit. There was a break in the connection between the heater wire and the heater wire pin. Visual inspection revealed no damage to the returned breathing circuit. A lot check was not performed as no lot number was provided. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heaterwire during production, such that it is unable to provide continuity for the full period of use. All rt102 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the complaint device was within specification prior to being released for distribution. (B)(4).